Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer's mother reported that they went through 5 infusion sets with problems. They reported that one set had a bent cannula and the customer's blood glucose level went high, the meter reading was over 600 mg/dl. The customer did not get insulin for 8 hours and was taken to the emergency room. They did not remember the customer's blood glucose level at the time of admission. The customer was wearing the insulin pump at the time of the hospitalization. The device will not be returned for analysis.